Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in fair physical condition; the screen was scratched but the keypad and labels were functional and intact. Although evidence of the customer's reported problem regarding "error 1871" was unable to be identified in the pump event history log as the log was not accessable due to constant alarming, simulated use testing confirmed the customer's issue. The device was powered up and alarmed ec 1261, which is an issue with the circuit board. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the circuit board and scratched screen were replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "lec 1861 to error 1260, constant alarm/screen damage". No patient involvement was reported.